Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed noisy ECG signal.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and d2. This report was inadvertently submitted. Reports of this nature have no potential impact to patient harm or delay in therapy. The device was returned to zoll medical corporation for evaluation. The complaint describes a condition in which ECG waveform visibility is reduced during active pacing due to tcp signal acquisition characteristics. The condition was limited to displayed artifact only. The device performed as intended with respect to pacing therapy delivery. The observed behavior was transient, detectable, and consistent with expected clinical performance during pacing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.